Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the right ventricular lead exhibited an increase in capture threshold and high impedance. An x-ray was performed but the results were negative. The lead was capped and replaced on (B)(6) 2017. The patient was stable following the procedure.